Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer 4.1 on the main unit had busted rail bearings, and the position sensors were cut at the station. A field service engineer removed the pockets and moved them to a new drawer sourced from the depot, and subsequently configured the new drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system experienced an issue with the veda main drawer 4.1, which was broken and misaligned, preventing users from accessing medication for a patient. This incident resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.